Event description:
"Piv catheter extension tubing disconnecting from patient's cathena catheters baxter product "one link" standard bore catheter extension set ref# 7n8301 used and noted to be leaking from connection with piv catheter and being coming disconnected on at least three occasions this morning. When rn took off piv dressing to assess leaking, piv noted to be disconnected from extension set. One set saved to assessment. Rns changed out extension sets to attempt to save pivs. Unsure of lot numbers but thinking effected lot could be (10)r24b12109. Sets switched to lot (10)r24b03154 with currently no issue. Infor number: 193830 "connector needless standard bore" one device sequestered and with unit col" manufacturer response for connector needless standard bore, connector needless standard bore (per site reporter). [Redacted date] sample picked up. [Redacted date] email sent to [redacted name].